Event description:
(B)(6) registered pharmacist at the hospital reports patient (pt) is currently in the emergency room due to a pump dislodgment problem. It is unknown if the pt will be admitted or not. No adverse events or missed doses reported. Unknown if device is available for return. No pharmacy troubleshooting was completed. Unknown if pt has a backup device. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Pump serial number and expiration date are unknown. No additional information or details available. Treprostinil dose: 66 ng/kg/min.